Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. On the next day of the event onset, the patient was hospitalized due to the events and remain hospitalized. The patient treated with injection ceftazidime (1gm, once a day, intra peritoneal for 6days), and injection amikacin (125mg once a day, intra peritoneal, ongoing) and after six days of event onset the patient was treated with injection vancomycin (1g, every 96 hourly, intra peritoneal, ongoing) and injection meropenem (intraperitoneally/ongoing) for peritonitis. It was reported that retraining for break in aseptic technique was provided. Pd therapy was discontinued and the patient was shifted to hemodialysis therapy and is ongoing. At the time of this report,the patient is recovering from cloudy pd effluent, abdominal pain and peritonitis. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient recovered from the event and was discharged from the hospital on an unreported date. No additional information is available. H11: should additional relevant information become available, a supplemental report will be submitted.